Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion, low ppeak (peak pressure), low peep (positive end expiratory pressure) alarms while using the avea ventilator. The customer reported calibrating the transducers, but the issue was not resolved. There is no patient involvement associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.